Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit. She could not clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.